Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch could not be placed in the ¿safe¿ position and the device trigger was stuck, a condition which creates the potential for unintended activation.

Manufacturer narrative:
The reported event of a stuck trigger and safety bar was confirmed. Upon disassembly, it was noted that trigger/safety switch mechanism components had excessive corrosion. The device was repaired and returned to the customer.